Manufacturer narrative:
Review of applicable device history records did not identify any events that are likely to have contributed to the bacterial found in lab results. Infection is a known inherent risk of surgical procedures.

Event description:
On (B)(6) 2023 patient began the trial phase for nalu peripheral nerve stimulator implant. Trial leads were removed on (B)(6) 2023 per the standard process, however on (B)(6) 2023 the patient notified a nalu representative that there was persistent swelling that began within several days of lead removal and required drainage by a medical professional. On 30jun2023 nalu was made aware that lab cultures returned evidence of bacteria in the patient's joint near the implant location. Source of bacteria is unknown.